Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was unable to be interrogated using three different programmers. This pacemaker has been returned for analysis. No patient involvement.